Manufacturer narrative:
This report serves as summary reporting of three (3) death events. The notification of these events was provided 12/28/2006 by the law firm as result of claims. See scanned pages.